Event description:
While upgrading this patient to an ICD, the physician chose to replace this lead because he "didn't like the p-waves". Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The visual analysis demonstrated that the lead's distal part was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead¿s lumen. Next, the lead was destructively analyzed and coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, there was no sign of a material or manufacturing problem.